Event description:
It was reported that insert slide clamp alarm was noticed in a flogard infusion pump. It is unknown when the reported condition was occurred. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A review of the alarm log identified insert slide clamp alarm, confirming the reported condition. Slide clamp sensor was found out of calibration during visual inspection. The assignable cause for the reported condition was determined to be slide clamp sensor out of calibration. As a corrective action, the slide clamp sensor was calibrated. No further action was required. Should additional relevant information become available, a supplemental report will be submitted.